Manufacturer narrative:
Follow-up #1 date of submission 06/01/2016 device evaluation: the pump has been returned and evaluated by product analysis on 05/17/2016 with the following findings: during testing, cosmetic damage was found to the rear label over the ir window. No other damage to the window was observed. Unrelated to the complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the ir window looked like a match was lit to it and that it appeared burned. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because of the allegation of a potential burn which may indicate a temperature issues that causes the potential for the user to experience an injury to the skin due to increased pump temperature.